Event description:
Since the implanting of this product my periods have become so heavy I can not leave the house, along with large blood clots and extreme cramping. I was allergic to nickel prior, and asked my doctor, as well as read all the information I could on this product, there was no mention of nickel in the product. Within a day of getting this implanted my body started having a "reaction" to touch. My clothing we be to close to my body and I would break out in a red, bumpy rash that itched intensely. Sometimes it just happens when I haven't touched anything. I am afraid to allow my children or spouse to hug me because I will break out in this rash. My body also rejected piercings I had for a decade prior within a few days of getting this implant. This has caused a major impact to my life.